Event description:
Reporter states, "seal was incomplete along one side of the inner package wrap. Outer package was intact." Device was implanted at the surgeons decision. There was no other device available at the time of the operation. There was no adverse consequence to the pt or delay in surgical or anesthesia time due to this event.

Manufacturer narrative:
The results of the evaluation performed indicated no discrepancies that would contribute to such an event. The cause of this event could not be determined.